Event description:
Literature: vergani f, landi a, pirillo d, cilia r, antonini a, sganzeria ep. Surgical, medical, and hardware adverse events in a series of 141 pts undergoing subthalamic deep brain stimulation for parkinson disease. World neurosurg. Apr 2010; 73(4):338-344. Summary: the authors reported a single center, retrospective analysis of complications in a large population of parkinsonian pts with a long-term f/u (mean, 4.6 yrs). A total of 141 pts underwent bilateral subthalamic nucleus (stn) deep brain stimulation (dbs) between (B)(6) 1998 and (B)(6) 2007. In this series, neither seizures nor extradural/subdural hematomas were observed. Reportable event: one pt presented with pulmonary embolism about 3 weeks after surgery. She was started on a course of anticoagulant therapy with subsequent resolution of the embolism. This complication required a longer in-hosp stay for the pt. See literature article with MFR report# 3007566237-2010-08991. (B)(4).

Manufacturer narrative:
(B)(4). At this time no add'l info was available. Add'l info has been requested.